Manufacturer narrative:
The technician found the bed exit tape switches were stuck closed. The technician replaced the tape switches to repair the bed.

Event description:
Information received indicates the bed exit system is not alarming.